Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information requested but not received. It is unknown which lead was cut, therefore, both leads are being reported on.

Event description:
Related manufacturer reference number: 1627487-2019-13878. It was reported that, during a procedure to address lead migration (related manufacturer reference number: 1627487-2019-13823), the physician cut one of the patient's leads. As a result, both of the patient's leads were explanted and replaced on (B)(6) 2019. Surgical intervention addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.